Event description:
It was reported that the customer had high blood glucose levels of 175 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer also reported a blank display prior to the button error alarm. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump power up properly after battery was installed. The device received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the connector and or lcd isolation tape noted. The device was received with intermittent buttons due to flattened esc dome switch. No button error alarms noted during testing. The device had cracked case at display window corners and battery tube threads, minor scratched display window, and broken belt clip slot.